Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The reportable event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in tjf-q180v operation manual 3.2 inspection of the endoscope. IFU states the preventative measures in tjf-q180v reprocessing manual 5.5 manually disinfecting the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the forceps elevator. There was no patient involvement.